Event description:
A technician reported that approximately three months following unilateral photo refractive keratectomy (prk), the pt's refraction changed from myopic to hyperopic. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).